Event description:
The customer reported via phone call that the emergency services were dispatched due to high blood glucose on (B)(6) 2022 with blood glucose of 600 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer stated that the sensor fell off and asked to calibrate lot more. No further complications were reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.